Event description:
It was reported that the universal modular electric/battery double trigger handpiece had not power and made a strange noise. During testing, it was reported that liquid came out of the device. There was no report of surgical delay or pt injury associated with the event. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.